Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. The following sections could not be completed with the limited information provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2014. Subsequently, patient was revised on an unknown date for what was thought to be an infection. During the revision, it was revealed that the patient did not have an infection but had a hematoma. Implants were removed and patient was implanted with a temporary spacer mold made from a steinmann pin and cement. It was further reported that patient will undergo a second revision with a tentative date of (B)(6) 2014. Review of invoice history shows the patient underwent an additional procedure (B)(6) 2014, which appears to be a re-implantation procedure.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2014. Subsequently, patient was revised on an unknown date for what was thought to be an infection. During the revision, it was revealed that the patient did not have an infection, but had a hematoma. Implants were removed and patient was implanted with a temporary spacer mold made from a steinmann pin and cement. It was further reported that patient will undergo a second revision; however, no second revision has been reported to date.